Event description:
A malfunction alarm was reported, identified as malf 12, with the corresponding fault ID available. The customer's blood glucose level remained below 500 mg/dl, indicating no extreme levels. Technical support provided pump reset information and helped reset the pump, after which the malfunction did not recur. The customer was informed to continue using the pump and to contact support if any further issues arose, and they acknowledged the instructions.